Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with increasing right ventricular lead capture thresholds a month after implant. Due to normal sensing, normal impedance and good conduction from atrium to ventricle the physician has decided to watch the lead rather than reposition lead. The patient was stable.